Event description:
Retained metal implant. Tip of k-wire broke off in pt's humerus while inserting it. X-ray confirms a piece of metal remains. Does not hinder range of motion. Apparent defect within the shaft of the k-wire allowing it to snap cleanly, straight across. No long term sequelae should be associated with this.

Event description:
Add'l info rec'd from MFR 8/5/04: MFR does not have any evidence in order to determine the lot number of the specific item which is in the report. Microaire has not filed a medwatch report for this event.